Event description:
Anesthesia machine failed during surgery. Pt was bagged while machine changed. MFR has evaluated this device, as it is a new product for this hospital. The retainer clip on canister release handle would not stay on. Clip closed with pliers and it slid over shaft. Essentially device seized. Currently facility is awaiting apl valve upgrade availability. Problem already known to MFR and upgrade kits on back order.